Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, although the programmer did have a long boot up time. The hard drive was reconfigured and software updates were installed. It was also noted that the stylus tip was separating from the main pen body.

Event description:
It was reported that the programmer goes into a loop of reboot. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2067 programmer radio frequency (rf) head. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.